Event description:
It was reported that patient was revised on a left hip due to osteoporosis fracture.

Manufacturer narrative:
An event regarding a fracture due to osteoporosis involving an mrs stem was reported. The event was not confirmed. Device evaluation not performed as no devices were returned. Medical evaluation not performed as no medical records were provided. Device history review. The device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the lot referenced. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that patient was revised on a left hip due to osteoporosis fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.